Manufacturer narrative:
Initial reporter address updated in e tab. Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle did not retract. The following information was provided by the initial reporter: ¿I was given 5 more (9 + catheters failing total) from the nwch ed - they are all the same lot # 422721. I was also told acute care and or have had ¿sticky¿ issues with needle retraction. They have not saved them nor, put in a safe connect. The nurse manager of acute supplied these lot numbers in use at this time: west: 4220015, 4222721. East: 4123610, 4102957, 3361863, 4037545 . No packaging/devices were saved on those units.¿ no reported patient harm.